Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation, capsular contracture, baker grade unknown and exchange due to concern with textured product. Device remains implanted.

Manufacturer narrative:
Supplemental medwatch being submitted, to correct g3. Which was initially submitted incorrectly.

Event description:
Healthcare professional reported, a left side deflation. Capsular contracture, baker grade unknown. And an exchange of textured devices, due to patient's concern with product. Device has been explanted and replaced.